Event description:
The customer reported having high blood glucose. The blood glucose reading was 192mg/dl. The caller stated that the drive support cap was protruded and sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk and scratched display window.